Manufacturer narrative:
Sample analysis: an eval of the complaint sample revealed two embolization coils returned. The delivery pushers for the devices were not included for eval. Both samples were returned in a vial of fluid. The samples were kinked characteristic of being snared. The devices had evidence of being detached by the detachment controller (thermal). The remainder of the devices were normal in appearance. The root cause of this complaint can not be determined as the entire device was not returned for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that following the deployment of the embolization coil, the coil did not detach. The device was twisted and manipulated with the microcatheter. In doing so, the coil detached from the delivery pusher and then immediately migrated with another coil to the ascending aorta to the ostium of the left renal artery. Within 3 mins, both coils were retrieved with an endoloop goose neck snare. No harm was reported.